Event description:
It was reported by repair work order that the seat tilts causing unintended movement due to bent welds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.